Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The work order was reviewed and one non-conformance was noted for damage. The damaged device was scrapped; the work order was marked down and then processed as normal. There were no other reported complaints for this lot number. There is no evidence to suggest this product was not manufactured to specification. The instructions for use (IFU) advise not to exceed rated burst pressure. Over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. The IFU further advise to inspect the catheter upon removal from the package to ensure no damage has occurred during shipping. Photographic inspection of the returned device confirmed that the balloon burst longitudinally. The root cause could not be determined. The device has been archived at the manufacturing facility. Monitoring will be conducted for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). PMA/510(k) # : k131204. The reported event is currently under investigation.

Event description:
A treatment of eia lesion was conducted by the ipsilateral groin approach. After the target lesion was pre-dilated with a 35lp(6x20), another manufacturer's stent was placed. After the first inflation, the balloon was deflated and moved to another position in the stent. Upon the second ballooning attempt, a balloon rupture was revealed. The procedure was completed using another 35lp balloon(8x20). The alleged device was used for post dilation of this stent. The patient remained unharmed. No additional details have been received.